Event description:
A user facility reported that a 16 year old pt underwent a knee arthroscopy which lasted 40-45 minutes. The insertion of the lma was reported to be atraumatic. The next day the pt complained of difficulty swallowing and a severe sore throat. The pt went to an ent who observed a partially necrotic uvula. The pt was treated with several injections of decadron and antibiotics. The pt's condition is improving and is expected to resolve completely. The ent suspects the uvula was folded over and compromised the blood supply. The facility did not report there was a problem with the product.